Event description:
Clarification of event: it was reported that during normal follow-up, externalized conductors were observed via diagnostic imaging. Electrical anomalies were noted, including inappropriate therapy, chronic high capture threshold and chronic low r waves. The lead was capped and replaced.new information received noted oversensing was observed.

Event description:
It was reported that during normal follow up, externalized conductors were observed via diagnostic imaging. Electrical tests noted inappropriate therapy, high capture threshold and a variation in sensing. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.